Event description:
Customer reported that she had low blood glucose, paramedics were called and she was transported to the hospital. Customer blood glucose reading was 36 mg/dl when paramedics arrived. Customer stated that she was pregnant and the insulin requirements went up, but when the baby was born she did not need as much insulin and was adjusting her basals to what she needs. Customer also stated that her sensor was giving incorrect readings and she was over calibrating. Customer stated that her transmitter was not working correctly either. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-03026.